Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the patient underwent a total thyroidectomy under general anesthesia. "Four days after surgery the patient was diagnosed with pneumomediastinum. Following conventional treatment (antibiotics and rest) the patient condition is good."

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that "several days post-procedure" following a thyroid surgery, the patient "returned to the hospital" for pain; at that time, it was found that the patient had a pneumomediastinum, and was hospitalized for an additional 5 days. It was confirmed that during the procedure there was no problem observed during use of the emg tube. At this time, the cause of the reported event is unclear.